Event description:
The user facility reported a 4085 surgical table did not respond when commanded to engage floor locks using the hand control at the start of a procedure. The patient was transferred to a different table and the procedure continued as scheduled. No injuries were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the power supply to the table was not functioning properly. The power supply was replaced and the table was tested for correct function and returned to service.